Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional had broken after trialing. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was returned. Visual inspection of the returned tibial articular surface provisional determined that the device exhibits signs of repeated use like nicks and gouges and also has fractured on the lateral side of the post. All pieces were returned for evaluation. DHR was reviewed and no discrepancies relevant to the reported event were found. Wear and damage of the instruments due to use occurs overtime and is addressed in package insert. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.